Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the right ventricular (rv) lead, and capture could not be confirmed. The lead remains in use. No patient complications have been reported as a result of this event.